Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 10k17h25 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplement information by a nurse from the USA of peritonitis with culture positive for (B)(6) coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the consumer and nurse reported the following. On (B)(6) 2011, the patient was hospitalized for an unknown reason. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. The consumer reported the cause of the peritonitis was because the patient "had to have abdominal surgery". At the time of this report, the patient was recovering. Dianeal therapy was ongoing. The nurse reported that she could not make a determination if baxter products caused the peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.